Event description:
It was reported that this device was found to be operating in safety mode. Technical services discussed the non-programmable parameters and recommended the device be replaced and returned for analysis. The local distributor representative provided this information to the physician. Later, the distributor representative provided the model/serial for the affected device and reported that the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct a discrepancy in the device manufacture date.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct a discrepancy in the device manufacture date. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this device was found to be operating in safety mode. Technical services discussed the non-programmable parameters and recommended the device be replaced and returned for analysis. The local distributor representative provided this information to the physician. Later, the distributor representative provided the model/serial for the affected device and reported that the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this device was found to be operating in safety mode. Technical services discussed the non-programmable parameters and recommended the device be replaced and returned for analysis. The local distributor representative provided this information to the physician. Later, the distributor representative provided the model/serial for the affected device and reported that the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.